Manufacturer narrative:
The insulin pump passed displacement test, operating currents, self-test, off no power, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. All operating currents are within specification. No excessive no delivery alarm noted. The insulin pump was received with minor scratched display window, cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer has experienced high blood glucose and pump alarmed no delivery. The customer's blood glucose was in the 400's mg/dl. Customer is unable to remove set at this time to test site portion. The customer is having an occlusion in her tubing; changed site multiple times and they believe is the pump. Customer declined high blood glucose troubleshooting.